Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report universal surgical manipulator (usm) 1 was not working. Caller stated they were getting error 32056. They tried to reboot the twice (one normal and one hard) but error did not clear. Tse reviewed log and confirmed 30256 on node ac_1c. Tse asked if they be willing to hard power cycle the system once more but they declined. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the 31226 error pointing to the parallelogram fiber, confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was install onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on the parallelogram fiber. Once testing was completed, the parallelogram fiber was tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the parallelogram fiber assembly was found to be the root cause of the reported event.